Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to a generator replacement for inappropriate placement of ra and lv lead pins in the header, fluoroscopy revealed externalized conductors. No electrical anomalies were observed. The patient will continue to be monitored through merlin. The patient condition is stable.